Manufacturer narrative:
The complaint is under investigation, as implant is being returned for evaluation. A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported to globus that a patient has suffered broken rods which necessitated a revision surgery.